Event description:
The customer was hospitalized for dka. It was mentioned that the customer was feeling confused. Troubleshooting was performed. The programming and histories on the pump were not accurate. The alarm history shows an alarm prior hospitalization. Assisted the customer in correcting totals daily. The customer was not wearing the pump at the time of call. The customer was treated with manual injections. It was indicated that the spouse and the customer do not remember getting the alarms.